Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleges to have progressive irritation cough; spitting blood; diagnosed with squamous cell carcinoma of the oropharynx-treated with radiation, chemotherapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.